Manufacturer narrative:
The customer returned the suspected contour next one meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer from canada called to receive assistance with their contour next one meter. While troubleshooting, it was found that one of the blood glucose readings was not stored in the memory of the meter. There was no allegation of an adverse event. The customer wad advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name) and d4 (model #, catalog # and lot #) have been updated. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku # 7819 of the contour® next one meter is only available in canada; therefore, no gudid information exists and the UDI number is not applicable.